Manufacturer narrative:
(B)(6). For OEM manufacturing sites: in this MDR, bd (B)(6) in (B)(6) has been listed. As htl is an OEM manufacturing site. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for lancet through side of the device with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the needle went through the side of a bd sentry¿ safety lancet after use. Medical interventions are unknown.